Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and there was apparent explant damage. The analyst commented that the returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage. Blood ingress was not observed. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that beginning (B)(6) 2015, ventricular sensing integrity counts were up to 15169; short intervals were noted on one non-sustained tachycardia (nst) event, likely due to nonphysiologic oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of sensing integrity counter (sic). There were irregular, intermittent, oversensed anomalies that could not be reproduced with non-invasive maneuvers or pocket manipulation. It was also noted that there was noise on the lead. An impedance drop associated with the rv ring was coincident with the onset of the sic. The lead was explanted and replaced. No patient complications have been reported as a result of this event.